Event description:
The report received indicated after a carotid artery stenting procedure with a precise nitinol stent, the pt had the hyperperfusion symptom on the way to a computerized tomography (CT). The pt is being monitored under anesthetic now. The target lesion was internal carotid artery. There was mild calcification and tortuosity and there was no info about the pt.

Manufacturer narrative:
The product is not available for eval as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process, that can be related to the reported complaint. Review of lot 13392659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Add'l info will be submitted within 30 days upon receipt.